Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported ongoing, intermittent occlusion alarms had occurred. Blood glucose was 367 mg/dl. A pump system check was performed and no device issues were identified. The customer reported that during bolus delivery the pump was exposed to a temperature change as it was removed from being next to the body. Tandem technical support advised the customer to wear the pump in a case. The customer acknowledged the advice.